Event description:
Healthcare professional reported left-side "rupture confirmed via MRI". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left-side "rupture confirmed via MRI". Healthcare professional also reported "breast pain". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. Breast pain: unable to observed. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side "rupture confirmed via MRI". Healthcare professional also reported "breast pain". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; h6

Event description:
Healthcare professional additionally reported left side pain. Device has been explanted.